Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation for the events of stripes in image occur and no image is displayed, it is likely the following led to the malfunctions: the video cable is broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited video cable is broken and therefore stripes in image occur and no image is displayed. There was no patient involvement.